Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) photographs were provided for evaluation. Visual examination of the provided photographs noted that the tubing was disconnected. Based on the evaluation the reported defect is confirmed. Five sets of retain samples were subjected to a visual evaluation, leakage test, and occlusion testing per specifications, and all met internal specification. In order to replicate the reported defect, the set primed by gravity and ran on a space pump for five minutes. The pump did not alarm for any of the sets.   Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "the nurse had hung the bag on the IV pole and was inserting the tubing in the pump at the time it broke. The medication in the 250ml bag was trastuzumab, some of it which (about 30-40 ml) leaked before it could be contained."